Event description:
It was reported that the tip of a reaming, irrigation, aspirator (ria) drive shaft broke off during the wash cycle in sterile processing. There was no patient or surgical procedure involved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: criterion tool & die, inc. Manufactured the drive shaft assembly for ria (part 314.743, lot 5846620 / supplier lot 15686-01). The lot was manufactured to specifications as noted in the supplier¿s certificate of compliance, dated july 29, 2008, and was inspected and conformed to the synthes incoming final inspection sheet. The 20-part lot was released to the warehouse on august 14, 2008. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The design was found to be sufficient for its intended use when used and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly transverse and located such that the shaft helix was also broken off. The broken tip, approximately 50mm, was not returned. The balance of the device shows wear and surface scratches but is in otherwise good condition. Thus, the complaint condition is confirmed but cannot be replicated as the shaft is already broken. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued over its approximately 6.5 year lifespan. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide (j4352-h) recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm exist and were likely used in this case. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. The design was determined to be suitable for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.